Event description:
It was reported that this pacemaker exhibited oversensing of myopotential noise resulting in pacing inhibition. The device was programmed to unipolar to mitigate further oversensing. This device remains in service. No adverse patient effects were reported.